Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned device. Visual analysis revealed that the side port was missing. Marks observed suggest that it broke. All units are inspected prior to leaving the facility to avoid this type of damage. With the available information, it can be concluded that the issue occurred outside the manufacturing environment. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The issue reported by the customer was confirmed. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab (pal) identified the side port was missing. It was initially reported that the side-arm on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was missing. They replaced it for a new one. There was no patient consequence. The customer¿s reported issue is not considered to be MDR reportable since the device is unable to be used. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device found the side port broke and was missing. This finding was reviewed and assessed as an MDR reportable malfunction.